Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1chgl, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that post the patient¿s fall on (B)(6) 2017, the patient¿s device was kept in place by bandages and stage ii was done on (B)(6) 2017 with excellent results. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead, (B)(4), serial# unknown. Product type: external electrical stimulator, (B)(4), lot# unknown. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient had some difficulty with ui symptoms and a bad day with fi symptoms, and had some cramping and watery, mushy stool. The patient noticed that their device was exposed more and felt like the wire may have moved because they were leaking more throughout the evaluation. No further complications were reported/anticipated.